Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged. Following the exchange, the pt is not seeing well due to corneal edema. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional info was requested by fax and mail on 2/20/2009 and by phone on 2/19/2009, 3/3/2009 and 3/6/2009. A completed questionnaire has not been received.